Event description:
The customer states that the aspartate aminotransferase activated (ast-a) reagent bottles (list 8d37-30; lot 46059hw00) are labeled incorrectly. On the top of the bottles are labeled alt-a and on the front of the bottles the label is correct with ast-a. When the customer scans the reagents, the bottles are recognized as ast-a. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.